Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported to fresenius customer service (cs) that a peritoneal dialysis (pd) patient was hospitalized with peritonitis and had their pd catheter removed. There were no reported allegations that the adverse event was related to the use of any fresenius products. In additional follow-up, the patient¿s pd nurse reported that on (B)(6) 2025 the patient was hospitalized with symptoms of abdominal pain. The patient had a pd culture obtained in the hospital which grew serratia marcescens. The patient was treated with intra-peritoneal (ip) antibiotic therapy utilizing cefepime and vancomycin (dosages not provided). Additionally, the nurse confirmed that the patient had their pd catheter (not a fresenius product) removed and was transitioned to hemodialysis for renal replacement needs. The patient was still hospitalized at the time follow-up was performed. However, the nurse stated the patient was recovering from the event. The nurse could not identify the cause of peritonitis. It was confirmed the patient did not have fluid leaks or other issues with any fresenius products in relation to the event. Though unconfirmed, the nurse indicated that the peritonitis may have been due to the patient¿s pd catheter.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler and liberty cycler set and the patient¿s peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy with many potential causes. Based on the available information, the exact cause of the peritonitis cannot be determined. However, currently there is no allegation nor any objective evidence that a liberty select cycler or liberty cycler set malfunction or product deficiency was associated with the event.

Event description:
It was reported to fresenius customer service (cs) that a peritoneal dialysis (pd) patient was hospitalized with peritonitis and had their pd catheter removed. There were no reported allegations that the adverse event was related to the use of any fresenius products. In additional follow-up, the patient¿s pd nurse reported that on (B)(6) 2025 the patient was hospitalized with symptoms of abdominal pain. The patient had a pd culture obtained in the hospital which grew serratia marcescens. The patient was treated with intra-peritoneal (ip) antibiotic therapy utilizing cefepime and vancomycin (dosages not provided). Additionally, the nurse confirmed that the patient had their pd catheter (not a fresenius product) removed and was transitioned to hemodialysis for renal replacement needs. The patient was still hospitalized at the time follow-up was performed. However, the nurse stated the patient was recovering from the event. The nurse could not identify the cause of peritonitis. It was confirmed the patient did not have fluid leaks or other issues with any fresenius products in relation to the event. Though unconfirmed, the nurse indicated that the peritonitis may have been due to the patient¿s pd catheter.